Event description:
Caller's daughter reported a malfunction on the pump, which caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl or 27.7 mmol/l. The customer had not taken any action to address the high blood glucose level at the time of the report. Technical support assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed the elevated bg at the time of report. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer may continue to use the pump